Event description:
Swelling of entire face [swelling face], allergic reaction [hypersensitivity], loss of feeling in lips [sensory loss], lumps on sides of lips [injection site nodule]. Case description: a spontaneous report was received on (B)(6) 2009, from a healthcare provider (hcp) via distributor regarding a female patient of unknown age who experienced swelling of the entire face, allergic reaction, loss of feeling in the lips and lumps on the sides of the lips after treatment with captique. The patient had no history of previous treatment with dermal fillers. She received injections of captique in the lips and lip border on an unspecified date in (B)(6) 2009. On an unspecified date, she presented with swelling of the entire face. She was treated with a steroid injection and medrol dosepak "to decrease the allergic reaction". It was noted that the patient had no known allergies, no history of autoimmune disease and was not taking any concomitant medications. The hcp stated that a friend received treatment from the same syringe with a different needle and had no reaction. Approximately a month after treatment with captique, the patient reported that "some of the feeling back in her lips" and lumps were present on the sides of her lips. The production and quality control documentation for lot# r0620, expiry date 02/2008 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. At the time of this report, the outcome of the patient was unknown.

Manufacturer narrative:
The production and quality control documentation for lot# r0620, expiry date 02/2008 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.